Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired. She reported that the patient returned to the operating room for tamponade/bleeding. She stated that his pacer failed to capture this am and he was asystolic. She is unsure if an autopsy will be done or pump returned. She does not feel this was pump related.